Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling and ams intepro lpp y-sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 due to mesh erosion. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with bso and abdominal sacral colpopxy. It was reported that the patient underwent abdominal exploration and excision of sinus fascia on (B)(6) 2014 due to chronic draining sinus, abdominal wall. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral salpingo-oophorectomy and sacrocolpopexy. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to transvaginal mesh exposure, chronic vaginal bleeding, recurrent stage 3 anterior vaginal wall prolapse with concurrent vault prolapse.